Event description:
Pt presented for hemodialysis treatment without complaint. Dialysis treatment was started without incident. Within minutes of treatment initiation, machine air detector alarmed. No air noted in blood lines. Treatment resumed, and at this time, air bubbles noted in venous line. Blood pump turned off. Pt complained of dizziness with moderate shortness of breath. Air embolism suspected. Pt turned onto left side and oxygen at 4 liters per minute applied. Dialysis blood lines recirulated, but unable to clear air. Process terminated and new machine with new dialyzer and lines set up for pt. Pt condition stabilized within 5 minutes. Treatment resumed on different machine and lines, and completed without further incident. Pt condition improved and stable, dismissed home post treatment.